Manufacturer narrative:
The device was explanted due to an advisory, with no allegation of malfunction. The device was received with normal battery voltage and current. Final analysis did not reveal any anomalies.

Event description:
It was reported that the device was included in the subset of assurity and endurity pacemakers' header anomaly advisory issued by abbott. The pacemaker was explanted and successfully replaced on (B)(6) 2025. The patient was in stable condition.